Event description:
Additional information from the customer stated that the issue was reported during preparation for use and the procedure was completed with a similar device.

Manufacturer narrative:
E2, e3 information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to olympus for evaluation. However, additional information was received from the customer which confirmed that the event [manual brightness is not working] occurred because connected maj-1941 cable was loose. Once the cable was reseated, the unit started to work fine. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The (sales) service business center (sbc) reported that the light source cable was loose and once the cable was reseated, the unit started to work fine. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source's brightness adjustment did not work and could not make the tissue distinguishable. There were no reports of patient harm.